Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, the alarm was silenced, cassette removed, gently tapped, and the tubing was massaged prior to replacing the cassette, but the alarm persisted. Additional troubleshooting was unsuccessful, and reporter stated no air bubbles were noted. The rate was 2.2 ml/hour, reservoir volume 147 ml, and 85.35 ml had been administered. The patient was not medically affected.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had been alarming "no disposable" error. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.